Event description:
It was reported that the battery gauge was intermittently fluctuating, resulting in the pump shutting down. Customer confirmed pump display turned on when plugged into a power source. There was no reported impact to customer¿s blood glucose. Customer continued to use the pump for insulin therapy.